Event description:
Doctor placed a spva valve on (B)(6) 2014, original pressure was set at 110 mmh2o. Patients diagnosis: hydrocephalus following a brain injury. Following implantation, dr. Felt the patient was not draining sufficiently. Doctor said that he dialed back the pressure setting all the way to 30- with little results. Did a dye study, and found dye to progress as far as valve. Took patient back to surgery on (B)(6) 2014. Doctor reported that he unhooked distal catheter and csf flowed freely from valve. Assumption was distal catheter was occluded. Doctor said he checked flow of distal catheter and even used a manometer to confirm that it was working. Doctor thought that debris perhaps had clogged the catheter and it was now all open. Doctor left all catheters and valve in place and closed. On (B)(6) 2014 doctor called and felt that patient was again not draining sufficiently. On (B)(6) 2014 doctor took patient back to surgery and replaced the spva valve only. Doctor felt that the original valve was working intermittently. The new spva valve was set at 70mm h2o. He explanted the original spva valve and this valve was sent to sophysa for evaluation.

Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(6) 2014; results of analysis will be developed in a follow-up report.